Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2000; 6944 implantable tachy lead (B)(6).

Event description:
It was reported an infection occurred and that the lead was capped and remained implanted. Approximately eight weeks post capping of the lead the patient was hospitalized due to pocket infection resulting in removal of the previously capped lead. The lead was replaced. No further patient complications have been reported as a result of this event.